Event description:
It was reported that a spectrum pump alarmed close door. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported close door messages through "door jammed" alarms in the history log, but could not reproduce them. The device was operating out of specification with respect to the reported symptom, due to cracks in the front case. These resulted in separation between the two case halves, making the door difficult to close. The front case was replaced.